Event description:
It was reported that the customer received an rf pic failed self test alarm. The customer's blood glucose level was 91 mg/dl. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump alarmed during the self test due to a faulty connector on the radio frequency circuit board. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)